Event description:
It was reported that during a laparoscopic ovarian cystoma resection, the target tissue stuck to the device and oozing occurred when the device was torn off. The device was used for hemorrhagic spots on the ovary. Another device was used to stop oozing and to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
The forceps was returned with medium level of coag on the jaws, the jaws open and close smoothly, the shaft fully rotates, the forceps was connected to the generator, set at 15 watts as received, during activation some tissue was observed to be sticking to the jaws, the jaws were cleaned with a brush and wet gauze pad to remove the dried coagulum, the device was activated again at 15 watts, no tissue sticking observed, note: if generator wattage is set too high tissue may dry out rapidly causing tissue to stick and homeostasis may be compromised, no info was provided as to the generator or setting used in the case, also for best performance keep the jaws surfaces free of debris. A review of the complaint data base does not indicate trending for the complaint mode.